Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved after removing the 6/7f mynx control vascular closure device (vcd). Therefore, manual compression was progressed for 20min. There was no reported injury to the patient. The device was stored, prepared and used by instructions for use (IFU). The physician is mynx certified. The mynx vcd used in coil. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A 6f non-cordis sheath was used. The device will be returned for evaluation.